Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a rash under the breast area (previous issue, not related to lv). There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed miconazole nitrate anti-fungal ointment for the skin irritation. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.